Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation. Initial reporter telephone number: (B)(6).

Event description:
It was reported that when connecting the mains supply, the 10 amp fuse had blown on the cs300 intra-aortic balloon pump (iabp). After replacing the fuse it had blown again. Checked all voltage and connection found that power supply get defective. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. The fse replaced the fuse , but it had blown again. After further checking all voltage, and connection, the fse found the power supply to be defective. So, in order to fix the issue, the fse replaced the power supply (0014-00-0035-05). After replacing the power supply, the fse performed all tests as per company protocol and checked all functions of the unit and confirmed that all of them are working properly and the unit was ready for use.